Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (232325757); implant date n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured a right internal carotid artery c6 segment aneurysm with a max diameter of 12 mm and a 8 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery, with 8mm diameter. The landing zone was 3.5 mm distally and 3.8 mm proximally. It was unknown if a dual antiplatelet treatment (dapt) was administered. It was reported that after the phenom 27 microcatheter was in place, the ped2-375-25 stent was selected to be delivered to the lesion for deployment. The tip of the stent was opened smoothly, but when it was deployed to the middle section, the stent could not be opened. The surgeon pushed and pulled it several times and it still did not open. At this time, the surgeon tried to retract the stent and deployed it again. The stent could not be retracted at the distal end of the microcatheter, and the middle section was not opened either. In order to ensure the safety of the surgery, the surgeon used the microcatheter and stent to withdraw them from the body as a whole, then replaced it with another stent to continue the surgery. The pipeline was positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The angiographic result post procedure showed a slowed blood flow within the aneurysm. The pipeline was used for an indication that I s approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 6f-115 navien guide catheter.

Event description:
Additional information was received. The causes or contributing factors for the failure to open or stent couldn't retract were not identified. The resistance was in the distal end of the catheter during withdrawal.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.